Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife reported via phone call that the customer's blood glucose went from 400 mg/dl to 119 mg/dl over the last 5 hours. Caller stated that she normally inserts 200 units of insulin into the bottle but when she looks at the insulin picture, it is showing a quarter less than what she believes it should be showing. Caller was concerned that the pump may have contributed to the change in the customer's blood glucose. Customer's current blood glucose is 119 mg/dl. Customer has been experiencing low blood glucose since yesterday evening. Customer was advised to check the bolus history. It was found that the bolus history was correct according to the boluses that the caller stated she gave him. Customer's blood glucose was 122 mg/dl at the end of the call. Customer was advised that according to the troubleshooting, the pump is working as it should. Customer was also advised to contact his doctor right away.